Event description:
Boston scientific received information that during a routine follow-up, ert battery status was exhibited; current implant duration at 7.3 years. Furthermore, it was reported that during the previous follow up approximately six months prior, device interrogation noted a remaining battery life of 2.5 years, with a magnet rate of 100 bpm. The patient was not pacer dependent and scheduled for product replacement in the upcoming future. No adverse patient effects were reported; however, it was alleged the devices ert indicator had been wrong. Subsequently, it's been reported the device has been explanted and is intended to be returned for a post market longevity evaluation. No adverse patient effects were reported as a result of the replacement procedure.

Manufacturer narrative:
Following return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.